Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture as well as noise. Insulation damage and a fracture was confirmed by x-ray. The patient had experience palpitations. A new lead was implanted. This explanted right atrial lead will be returned. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including kinks, insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture and noise was likely the result of the lead damage observed by the laboratory.